Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * could you please clarify if the patient suffered from any signs or consequences? * what is the product code & the alphanumeric lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture broke during surgery when knotting. Then the surgeon carefully operated and completed the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: * what is the product code & the alphanumeric lot number? After investigation, the (B)(6) was used during surgery for gingival sewing. The product code of the device involved in this complaint was (B)(6), with lot number unknown. * could you please clarify if the patient suffered from any signs or consequences? The patient was discharged smoothly currently, and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1. Brand name, d4. Catalog, d4. Unique identifier (UDI), g1. Manufacturing site name, g1. Manufacturer site addr. Street line 1, g1. Manufacturer site addr. Street line 2, g1. Manufacturer site city, g1. Manufacturer site country code.